Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head comes off - oral-b [device breakage] brush head isn¿t securely attached, it¿s loose - oral-b [device connection issue] case narrative: female consumer via phone stated that the oral-b toothbrush head was not securely attached, it was loose. The oral-b toothbrush head came off of the oral-b toothbrush mid-brushing. No injury was reported.